Manufacturer narrative:
Only the used device was returned loose in a large biohazard bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully deployed, with tip of blue plunger extended beyond the nozzle tip of the device. The plunger was removed and evaluated. There was no damage or abnormalities observed. The plunger was reinserted into the device and was secure at the starting point. Product history records were reviewed and the documentation indicated the product met release criteria. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. The returned condition of the product does not match the reported complaint of "would not advance through cartridge". Only the used preloaded device was returned. The plunger was fully deployed. There was no lens returned, and no damage observed to the device or plunger. This evidence suggests that a lens delivery was completed. However, it is unknown if possibly the lens had been removed from the device prior to return shipment. It is unknown if a qualified viscoelastic was used. The instructions for use IFU instructs: during device preparation and implantation of the company lens with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation the lens did not advance through the cartridge. The tip of the device was in contact with the patient. The surgery was completed on the same day with a back up lens. Additional information has been requested.